Manufacturer narrative:
The information received by the manufacturer, has been re-evaluated for MDR reporting. And it was determined, that this case does not meet the threshold for reporting. And is a non-reportable event. If further details are provided confirming, the occurrence of a reportable event, our files will be updated accordingly. And a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the battery is not charging when the charger is connected, the phrase recharge ex. Low battery appears on the screen. No harm or injury reported and no further information available.